Event description:
It was reported that the interior piece of the device broke inside the patient. The procedure was finished with a smith and nephew backup device. Patient injuries were not reported. No surgical delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the u joint fractured on the inner portion of the device. All pieces were returned for evaluation. The device was manufactured in 2018. This device shows signs of significant wear/usage. A medical investigation was conducted and this case reports the interior piece of the reamer handle broke while inside the patient. All pieces of the device were returned. Per complaint details, there was no patient injury or surgical delay, and the procedure was completed with a backup device. Since no harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.